Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint (B)(4) is being reported as a malfunction. There was no serious injury.

Event description:
It was reported that during use as part of a lap chole the surgeon reported that one clip misfired and fell out of the jaws and another clip broke. Both clips were retrieved using a grasper prior to the completion of the case.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the device. This was repeated with the same result for the next clip. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip misfired" was confirmed based upon the sample received. The sample was returned with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during use as part of a lap chole the surgeon reported that one clip misfired and fell out of the jaws and another clip broke. Both clips were retrieved using a grasper prior to the completion of the case.